Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The complaint device was discarded, therefore not available for a physical evaluation. We cannot discern a definitive root cause at this time, however, a probable root cause can be attributed to the patient's bone quality as it was reported as being remarkably weak and soft. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported that the patient bone quality was remarkably weak and soft. A 5.5 ha anchor pulled out of bone. The surgeon utilized a super quick anchor to finish the repair as an alternative. There were no patient consequences. The information being submitted for this complaint is all the details that are known/available regarding this event.